Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the objective lens was found to be silicic acid. A definitive root cause of the issue could not be determined; however, the issue was likely due to the use of chemicals such as antifoaming agents. The issues may be detected/prevented by following the instructions for use section(s) below: gif-hq290 operation manual chapter 3 preparation and inspection. Gif-hq290 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.